Manufacturer narrative:
Additional contact information: (B)(6) physicians hematology oncology (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus, mdl 6500, was alarming no disposable. Per reporter residual volume was: 7.1ml, rate 1.7 and 68.9 ml was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.